Event description:
Complainant is reporting the adverse experience suffered after using fast abs. The product is a belt that is run by batteries. The product is promoted for weight loss. After wearing the belt, the user suffered from lower pain abdomen. Pt was taken to the hosp and the physician determined that the muscle located in the abdomen had been overstimulated which caused spasms.